Manufacturer narrative:
After further review of additional information received. (H3) as reported, patient was being revised due to pain and significant osteolysis. Prophylactic posterior column plating and then removed the novation cup and gxl liner. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. This cause of the reported event is most likely patient conditions, however; cannot be confirmed as the device was not returned for evaluation.

Manufacturer narrative:
Concomitant medical products: p-series pf plasma h/o collarless sz 2 12/14 (cat# 118-41-02); nv gxl lnr, lipped 32mm ID group 2 cups (cat# 132-32-52); 12/14 zirconia head 32mm +0mm neck (cat# 148-32-00); platelet rich plasma kit with spray tips (cat# 620-00-02); accelerate conc. Sys rep by 620-12-02 (cat# 620-11-02). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient was being revised due to pain and significant osteolysis. Prophylactic posterior column plating and then removed the novation cup and gxl liner.